Event description:
The patient presented for a pacemaker generator replacement with reported fatigue. On (B)(6) 2025, the physician explanted and replaced the device. The patient¿s condition was not reported.

Manufacturer narrative:
Correction: b5, describe event or problem should have been ¿the patient presented to the clinic on (B)(6) 2025 with complaints of fatigue. Device interrogation revealed that the pacemaker had reached elective replacement indicator (eri). The device was subsequently explanted and replaced on (B)(6) 2025. The patient was transferred to recovery in satisfactory condition. Rather than ¿the patient presented for a pacemaker generator replacement with reported fatigue. On (B)(6) 2025, the physician explanted and replaced the device. The patient¿s condition was not reported.¿ as submitted in initial report on january 22, 2026. Correction: d9: the was device available for evaluation on january 05, 2026. The product was returned and visual inspection was normal. Interrogation of the device indicates normal elective replacement indicator (eri) when received. Longevity assessment was acceptable.

Event description:
The patient presented to the clinic on (B)(6) 2025 with complaints of fatigue. Device interrogation revealed that the pacemaker had reached elective replacement indicator (eri). The device was subsequently explanted and replaced on (B)(6) 2025. The patient was transferred to recovery in satisfactory condition.

Manufacturer narrative:
Correction, section d9: added (B)(6) 2026 and checked the box.